Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump stopped insulin delivery while the customer was sleeping. Subsequently, customer woke up with ketones. There was no reported adverse impact to the customer¿s blood glucose level. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Pump data was not available for tandem technical support to perform a review to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.